Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Analysis of the pcu event log shows that the pump module was programmed to infuse lactated ringers at 10:55 am on (B)(6) 2018 but the user did not complete the programming. The user then programmed a basic infusion to run at 750ml/hr with a vtbi of 500ml. This infusion ran at various rates (100ml/hr and 950ml/hr) until the device was channeled off at 1:52 pm on (B)(6) 2018. The pump module was not used for other infusions after being channeled off at that time. The log contains occurrences of increased infusion rates but these were on the day prior to the reported event. The volume recorded as being infused during this period was 3063.5ml. The root cause of the customer¿s report of an overinfusion was not identified. The event was reported to have occurred late on (B)(6) 2018 into early (B)(6) 2018 however there are no log entries for that period. No device was returned for investigation.

Event description:
The customer reported that an infusion of lr was programmed to infuse at 100ml/hr and was noted to have completed in 2 hours. Biomed reported that apparently the nurse hung a new bag and when she went back in it was empty. There was no patient harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that an infusion of lr was programmed to infuse at 100ml/hr and was noted to have completed in 2 hours. There was no patient harm.